Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion sets were not inserting and adhering correctly and customer has had high blood glucose. It was stated that the customer was at a baseball game and insulin pump fell out and pulled the tubing and separated from the plastic part where it connects to body. She put it back in and then blood glucose went high. She then changed the infusion set and it came off her stomach again. Customer woke up and the entire infusion set was out. Customer experienced high blood glucose of 674 mg/dl and had the following symptoms of high blood glucose: high ketones, shakiness, nauseous and upset stomach. Customer contacted her doctor and has treated with insulin injection. Customer was unavailable to troubleshoot the insulin pump. Current blood glucose is unknown. Nothing further reported.